Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported shaft separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the separation appears to be related to operational context.

Event description:
It was reported that the patient presented to the cath lab experiencing an st myocardial infarction. Due to the patient's condition the procedure was considered emergent and while hurrying to load the 2.0 x 12 mm mini trek balloon catheter into the guiding catheter the mid shaft of the balloon catheter separated. It is unspecified as to whether resistance was felt during insertion of the balloon catheter into the guiding catheter. The separated piece was able to be removed without issue as it had not yet entered the anatomy. A new balloon catheter was used without further issue to complete the case. There was no clinically significant delay in the procedure reported. No additional information was provided.